Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between june 10, 2024 and june 11, 2024. H11: the actual device and a video of the sample was provided for evaluation. Visual inspection of the video showed a leak in the bag from the tubing and the spike of the bag. Visual inspection of returned sample showed a leakage in the tubing, between the coextruded spike port and the spike port assembly of the bag. The reported condition was verified. The cause of the condition is related to manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags leaked at the membrane port. This was observed prior to patient use. There was no patient involvement. No additional information is available.